Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site took a spin in a case, and when it transferred to the navigation system, it transferred, and stated that it needed a manual registration. The site tried manually pushing the exam, and did not resolve the issue. Was later noted that the site took a second spin, and the system showed all green comm and frame/tracker of the entire spin. The site did not ove the gantry until after the 3d reconstruction was complete. They held the foot-switch down the entire time until they saw reconstructing 3d volume. It was later recommended by technical services (ts) to uninstall the application and the patient db. As the site was doing this, they did a shutdwn and on bootup were able to get into the grub menu and did commands to fix issue and were able to get back onto the login screen.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The issue was resolved with a software reinstall, deleting the patient directory during the uninstall.